Event description:
At 12:15am rounds cnas noted that resident was resting. At 1:30am cnas found resident with (l) arm & head between mattress & siderail. Resident's throat was pressing on top end section of side rail & there was no sign of life. Physician notified don & administrator & family notified.